Manufacturer narrative:
On (B)(6), the user contacted dario and reported that she went to her doctor's office and tested her bg with the doctor's glucometer and received a bg reading that was 160 mg/dl lower than the reading that she received from her dario meter. While on the phone with dario's representative, the user reported that after receiving a bg reading of 362 mg/dl using her dario meter, the user injected herself with insulin and felt like she "bottomed out". Due to the above, the user went to her doctor's office, where her bg was tested, and she received a bg reading of 230 mg/dl. The user stated that she then opened and tested using a new cartridge of test strips, and received a bg reading of 202 mg/dl from her dario meter. The user also reported that her bg reading using the dario meter was 99 mg/dl in the evening and 92 mg/dl the next morning, which the user said was a normal range for her. The user told dario's representative that she discarded her old cartridges of strips however the strips were open for approximately 30 days. During troubleshooting on the phone with dario's representative, it was determined that the user was not replacing the old test strip cartridge with the new one. The user reported that she simply puts the new test strips into the old cartridge. Dario's user guide states in the section storage and handling: "do not transfer test strips from one cartridge to another" in addition, the user reported that she does not wash her hands before testing her bg. Dario's user guide states in the section factors that may lead to inaccurate results: "your hands may not have been washed thoroughly". A replacement of dario's strips and control solution was sent to the user to make sure that the dario strips are reading correctly, and to ensure proper technique. After the above was received, an attempt to follow up with the user was made, however, no response has been received to date. The high bg readings may have been due to misuse of the strips. There is not enough information regarding the meter and old strips available to further investigate this case. Therefore, no resolution is available.

Event description:
On (B)(6), the user contacted dario to report high blood glucose (bg) readings.